Event description:
This report summarizes 2 malfunction events, where it was reported the devices experienced does not support weight. There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 2 devices were not evaluated as the cause was determined by analyzing data provided by the user/third party. There was no remedial action taken. This device is not labeled for single use.